Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the keypad buttons were unresponsive. No details were provided regarding the specifics of the alleged issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/16/2013 with the following findings: the keypad cover had been returned undamaged. During testing, the keypad buttons were intermittently unresponsive and required multiple presses to elicit a response; the contrast button required additional increased force. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. Additionally, the display screen was dim and discolored. The audio bolus button cover had a hole; however the button was functional during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.